Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for remote follow up with episodes of automatic mode switch recorded by the implantable cardioverter defibrillator. The episodes were indicative of atrial under-sensing. Programming adjustments were discussed; however, no interventions were or patient symptoms. Further information was requested but not received.